Event description:
Patient obtained a 9.2, 12.6 and 4.8 readings, which were done throughout the day and not done back. Patient had a headache after testing their blood glucose. Patient contacted their dsn due to having two hypo's and the dsn adjusted patient's medication. Test strips were in good condition and not expired. Control test was done twice and they both failed. Customer service is sending replacement product and supplies for the patient.